Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address medial collapse and loosening of the tibial tray. Loosening interface occur at the cement to implant. Unknown cement was used. It was also reported that the surgeon explanted tray and poly, revising with modular fixed bearing tray and crvd+ insert. Operative side: right knee.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.